Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 10. On (B)(6) 2023, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, swelling, and inflammation. No further patient complications were reported.